Manufacturer narrative:
Returned screw fragments were examined visually under magnification. Screws failed immediately under the head; no/minimal shaft portion of the screw was included. Failure appeared to be catastrophic due to overloading. Increased resistance of the screw, resulting in excessive torsional force, can be caused by many contributing factors. Additional mdrs associated with this event: 3025141-2019-00369: screw 2.

Event description:
While performing an orif on a phalanx, one of the screw broke in surgery. It was decided to remove the plate and two previously implanted screws. During removal, a second screw broke. The procedure as completed with a longer plate and 2.3 mm screws. There was a 10-15 minute delay in surgery as a result.